Event description:
A tandem mobi cartridge alarm was reported by the caller, which caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value displaying as "high." The customer addressed the high blood glucose by taking a corrective injection via multiple daily injections (mdi). There was no involvement from a third party. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. The customer will continue using the current pump with mdi as a backup while awaiting the replacement. Cts informed the caller about the replacement pump shipment and provided instructions on storage mode and the return process for the problematic pump, which the caller understood and acknowledged.